Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving compounded baclofen (500.0 mcg/ml at 74.95 mcg/day) and prialt (100.0 mcg/ml at 14.99 mcg/day) via an implanted pump. The indication for use was intractable spasticity and movement disorders. It was reported the patient felt under-medicated and over-medicated during the day on (B)(6) 2018. No specific symptoms were documented. The clinical diagnosis was it medication side effects. The pump was adjusted and the patient contacted the clinic three days later requesting the fentanyl be removed from their pump, as they felt they were not tolerating it fentanyl. On (B)(6) 2018, the pump was refilled without baclofen. It was indicated the event was related to the device or therapy and related to the drugs fentanyl and balcofen due to increased daily rate, changed programming from simple to flex. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the cause of the under-medicated and over-medicated was not determined. The patient's baseline weight was not measured. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via clinical study indicated the patient was receiving compounded baclofen 500mcg/ml for a total dose of 109.98mcg/day and fentanyl 100mcg/ml for a total dose of 22mcg/day via an implantable pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.